Event description:
Please refer to report 0009613350-2019-00437.

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. Additional and corrected information are filled in the following fields: additional: h2 - h6 correction: b4 - d11 - g4 - g7 - h10 d11 - medical products and therapy date detail of product: - item# 91363854, lot# b108865, artek cup me 38/54 trend analysis: no trend has been identified. Event description: it was reported that the patient was implanted with a metasul head and an artek cup on (B)(6) 1999 and underwent a revision surgery on (B)(6) 2019 due to metallosis. Review of received data: - incident report 25-26/2019, date of report (B)(6) 2019: patient data: d.g., 78 years of age date of implantation: (B)(6) 1999 description of the event: metallosis in the left tha, metal on metal articulation consequences of the event: surgical intervention, hospitalization - otherwise, no medical data such as x-rays, surgical notes or any other case-relevant documents received. Device analysis: no product was returned to zimmer biomet for in-depth analysis due to regional policies allowing a device to be sent to the manufacturer only 6 months from the date of removal. Therefore, we have asked again for the products. If the products will be received, this investigation will be updated accordingly. Review of product documentation: - all involved devices are intended for treatment. - the compatibility check was performed and showed that the product combination was approved by zimmer biomet. - DHR review: the quality records show that all specified characteristics have met the specifications valid at the time of production. Conclusion: it was reported that the patient was implanted with a metasul head and an artek cup on (B)(6) 1999 and underwent a revision surgery after 20 years in vivo on (B)(6) , 2019 due to metallosis. The received incident report from the complainant hospital facility reports the revision surgery of a metal on metal articulation due to metallosis. No medical records have been received for review. At this point the parts are not available for evaluation due to regional policies. Therefore, product investigation could not be performed. The quality records show that all specified characteristics have met the specifications valid at the time of production. The investigation results did not identify a non-conformance or a complaint out of box (coob). Based on the lack of medical records such as surgical reports, x-rays, images and lab reports and based on the unavailability of the products the reported event could not be confirmed. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4)

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. Where lot numbers were received for the devices, the device history records couldn't found and couldn't be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the left side and underwent revision surgery due to metallosis.